Manufacturer narrative:
(B)(4). The endobronchial tube associated with this complaint was returned for further evaluation. Upon visual inspection, the shape of the device was found to have been altered by the stylet wire. Both the bronchial and tracheal cuffs inflated/deflated as they were intended on three different attempts. The reported "cuff won't deflate" issue was not confirmed.

Event description:
A report was received stating that during &#39;prior to use&#39; testing, an endobronchial tube did not completely deflate. There was no patient involvement.there was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4)